Event description:
The doctor claims the following" patient came in with pain and diagnosed with multiple lesion disease. The doctor treated the case by performing a [pi] bypass. The [hs] vantage graft was cut off with a pottsche scissors and while doing the distal anastomosis, the graft got weak and suddenly tore out longitudinally. The graft was then removed and the procedure completed with an exxel soft graft. 6/0 prolene and c-11 needle (taper point, non-cutting) was used for suturing. The patient's post-operative condition was reported as ok. The clinical outcome of the case was reported as ok.